Event description:
It was reported that the surgeon was doing a robot lar and using our ecs29b stapler. When she went to check the donuts, there was no proximal anterior tissue in the donut. She had to open the patient from a robot case to oversew the unformed staple line. Patient still went home at day 4 post op and she is waiting to see how the patient is doing at their next follow up.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Rectal cancer. Did the patient receive any preoperative chemotherapy or radiation? Yes. What healthcare professional fired the device and what is his/her experience with the device? 2nd year fellow, extensive experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Not sure. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was a complete transection of the white breakaway washer visually confirmed? Not sure what this is referring to. Were there any issues noted with staple formation at any point throughout the care of the patient? Yes - the proximal donut was only half intact/missing. The distal donut was intact. Was a leak test performed? Yes- saline and insufflation with flex sig. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, there was a defect. What was observed at the site of the leak? What is the current patient status? Good- converted to open and fixed the defect with suture. Ileostomy reversed last month. What purse string technique was used? No purse-string- baker's anastomosis.